Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 676117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), psychological trauma ("psych injury"), post procedural complication ("post removal complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain, bacterial vaginosis, vaginal discharge, fatigue, migraine and headache had resolved and the psychological trauma, post procedural complication and genital haemorrhage outcome was unknown. The reporter considered back pain, bacterial vaginosis, fatigue, genital haemorrhage, headache, migraine, pelvic pain, post procedural complication, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain , back pain, bacterial vaginosis, vaginal discharge, fatigue, migraine, headache. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Abnormal bleeding was added. New reporter was added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 676117-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), psychological trauma ("psych injury"), post procedural complication ("post removal complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain, bacterial vaginosis, vaginal discharge, fatigue, migraine and headache had resolved and the psychological trauma, post procedural complication and genital haemorrhage outcome was unknown. The reporter considered back pain, bacterial vaginosis, fatigue, genital haemorrhage, headache, migraine, pelvic pain, post procedural complication, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain , back pain, bacterial vaginosis, vaginal discharge, fatigue, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: update of information (batch is not valid) product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain, bacterial vaginosis, vaginal discharge, fatigue, migraine and headache had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered back pain, bacterial vaginosis, fatigue, headache, mental disorder, migraine, pelvic pain, post procedural complication and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain, back pain, bacterial vaginosis, vaginal discharge, fatigue, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received : previously reported event "injury to herself" updated to ''pelvic pain", events- "psych injury, post removal complication, back pain, bacterial vaginosis, vaginal discharge, fatigue, migraine, headache" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.